Manufacturer narrative:
Add'l info has been requested by the MFR and a f/u report may be submitted.

Event description:
It was reported by service report that the stretcher was leaning to one side. No pt involvement or adverse consequences were reported.